Event description:
Surgeon began to use co2 laser. After few minutes, smelled something burned. Surgical team inspected laser fiber and it appeared burned. No harm to the patient. Removed burned fiber from surgical field; replaced with a new one. The new fiber was reconnected to same machine which worked correctly for few minutes and then stopped. Panel message: low gas flow. Checked the two gas tanks. They were open and both 75% full. The fiber did not look damaged.